Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a nissen fundoplication, oozing occurred although an end tone, indicating a completed seal cycle, was heard. Post-operatively, the pt's hemoglobin dropped from 14.0 to 7.0 and it was determined that some of the seals may be continuing to bleed. The pt was given a blood transfusion and monitored for stabilization. No additional surgery was required. The pt fully recovered and was discharged from the hospital.